Event description:
It was reported that during pretest, the balloon was found to have a leak and as a result, it was not used. A new kit was opened and used without issue. There was no reported delay, death, or complications to the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.